Event description:
Capsular tear during irrigation/aspiration in a phaco surgery in two pts. Vitreous loss requiring vitrectomy. No further details were provided. No further info was provided. The surgeon refused to provide co with additional info. Should info be received then this report will be updated.